Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental medwatch will be submitted upon completion of this activity. Clinical investigation: the patient medical records were provided by the user facility on august 22, 2016. A clinical investigation was performed to establish the patient's experience and its relationship to the fresenius products in use during the hemodialysis (hd) treatment. The results are as follows: based on the 29 pages of medical records event details information, there is no documentation that shows a causal relationship between any fresenius products and the patient's admission to the hospital. Furthermore, there have been no allegations against any fresenius products in use during the hd treatment.

Event description:
A patient adverse event was identified during review of patient medical records. A chronic kidney disease patient, on hemodialysis (hd) treatments since 2000, was admitted to the hospital on (B)(6) 2016 for dialysis. Admission information suggestive of patient fluid overload. Follow-up with the acting clinic manager (acm) indicated the admission was not related to any hemodialysis device/product/drug malfunction. Reportedly, the patient was discharged home after the hospital admission. No device model/serial number was provided. Based on the patient medical record, on (B)(6) 2016, the end stage renal disease (esrd) patient on intermittent in-center hemodialysis (hd) therapy thrice weekly presented to the emergency department with complaints of chest pain, a cough, diarrhea and a 3-day history of general malaise. The patient also complained of sensation of vertigo and headache. Also, during a hd treatment earlier in the day the pt received nitroglycerin for questionable chest pain. Additionally, the patient sustained a mechanical fall prior to admission. The patient has a significant medical history including congestive heart failure, hypoxic respiratory failure-needing home oxygen at 2 liters continuously, end stage renal disease, hd dependent, insulin-dependent diabetes mellitus, essential hypertension, hypothyroidism, anemia of chronic disease, cerebrovascular accident, hyperlipidemia and colon cancer and takes a number of medications related to these comorbidities. During the course of the hospitalization, the patient was treated for pneumonia and clostridium difficile colitis. Additionally, upon admission the patient was in severe heart failure as indicated by the bnp lab value of 3208. The patient was discharged to home on (B)(6) 2016.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the 2008k hemodialysis (hd) machine in question was not known, therefore, the serial number was not able to be provided. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist & release procedure." P/n 500658; a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.